Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, occlusion,prime/ compromised force sensor, and excessive no delivery alarm test. The motor was tested outside the device and passed. No motor error alarms noted. Unexpected restart alarm noted during unexpected restart error test due to faulty interface board. The insulin pump had a cracked battery tube threads noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm and motor error alarm. The blood glucose at the time of the incident was 96 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.